Manufacturer narrative:
The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (load step malfunction) issue. Reportedly, the pump was priming the tubing during the load step. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step.

Manufacturer narrative:
Follow-up #1: date of submission 04/20/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/30/2017 with the following findings: during investigation, there was a loss of prime observed in the black box with zero force readings on the date of the reported issue. The rewind, load and prime steps were performed correctly with no alarms. The force sensor was detecting the correct force at 5 lbs. A cartridge with 100 units was correctly loaded into the pump. The pump was opened and there was no damage found to the force sensor circuit. (B)(4).